Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates an unraveled swg (spring wire guide).

Event description:
The customer reports that the doctor found the swg (spring wire guide) damaged during removal from the catheter.

Manufacturer narrative:
(B)(4). The customer returned a one-lumen cvc with the spring wire guide (swg) still inside of the catheter for evaluation. Visual examination of the swg revealed that the guide wire is unraveled from the distal weld. The swg body also had multiple bends and kinks. No issues were identified with the catheter. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The distal end of the core wire shows signs of necking, indicating undue force was applied to the guide wire. The proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The length and outer diameter of the guide wire were measured and were found to be within specification. A swg with an outer diameter of 0.84mm from lab inventory passed through the returned catheter from the hub to the tip without restriction. This indicates that a swg with an outer diameter of 0.80mm would be able to pass through the catheter as well. A manual tug test was performed to confirm the proximal weld was intact. A device history record review was performed and no relevant findings were identified. () other remarks: the instructions-for-use (IFU) for this product states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement the catheter should be withdrawn 2-3cm relative to the spring-wire guide and another attempt should be made to remove it. If resistance is felt again the spring-wire guide and catheter should be removed simultaneously. Applying undue force may cause the spring-wire guide to break. The reported complaint that the guide wire unraveled while using the catheter was confirmed through visual examination of the returned sample. The returned guide wire was kinked, unraveled, and the core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.035") are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this issue.

Event description:
The customer reports that the doctor found the swg (spring wire guide) damaged during removal from the catheter.